Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. The customer's blood glucose was 122 mg/dl. Reportedly, the customer replaced the cartridge and continued insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.